Event description:
The physician began treatment by stenting the ica resulting in no improvement in flow. The physician made the first pass with the retriever x6, deploying the device into the distal mi territory resulting in an increase in flow throughout the mi territory. Upon second pass with the x6 device, the physician deployed the device fullly into an m2 branch in effort to obtain the remaining clot. The phsician applied 3-6 additional torques to the device (above and beyond the orginal torque to deploy), and noticed the device began to straighten in the vessel. He re-positioned the microcatheter to the proximal loop, tried to resheath the 5th loop while releasing the torque. He was straightening of the 5th loop and noticed a separation in the ratio-opacity and presumed the device had fractured. Upon pull back, it was noted that the device had fractured just proximal to the 5th loop of the retriever. The physician attempted to retrieve the x6 tip with a retriever l5, and was able to retrieve the fractured tip into the proximal m1 but lost capture of the fractured tip into the proximal m1 but lost capture of the fractured tip and it became lodged in the mid to distal m1 territory. It was noted at this time that the clot had become dislodged and there was full flow in the m1/m2 areas. It was decided that the fractured x6 would be left in the m1 territory. It was decided that the fractured x6 would be left in the m1 territory as the operating physician believed that given the appropriate antiplatelet therapy there would be no further rethrombosis around the lodged tip. The angio revealed that the x6 tip did not cause any further damage and the patient would be fine with the tip left in. The physician addressed that the over torquing of the x6 could have caused the fracture as the microcatheter was placed over the platinum marker for the most of the case and did not fracture at that point.